Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and moisture was visible on the ir window. No damage was alleged to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: review of the black box data revealed power on reset events recorded. The returned battery cap was intact and without damage. There was no damage to the pump. The battery was able to secure properly to the pump. The pump powered on normally and was exercised without any interruption in power. Investigation did not duplicate the power complaint. Moisture was confirmed to be present in the pump due to moisture ingress through a damaged audio bolus button; the audio bolus button was punctured allow moisture ingress into the inside compartment of the pump where moisture damage was noted to the printed circuit board.